Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead helix could not be extended after repositioning. It was noted that it was a very tight access and the rotation may have been performed too quickly or not allowing for transfer of torque. The lead was removed and the helix could be extended and retracted outside of the body. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.